Event description:
We received a report that during the implantation of a tecnis 1 piece intraocular lens (iol) zcb00 the haptics stuck to the optic and the surgeon had to manipulate them to complete the procedure. There was no patient injury.

Manufacturer narrative:
Explant date: not applicable. Concomitant products: platinum dk7796 handpiece; 1mtec30 cartridge; viscoelastic: healon 0.85; endosol balanced salt solution initial reporter telephone number (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. A review of the raw material / manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.